Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
On (B)(6) 2022, a solex 7 catheter (lot #unknown) was placed into the patient by an experienced physician to initiate the ivtm therapy (fever mode). On (B)(6) 2022, the customer called the clinical tech support during the therapy to notify a possible catheter leak. The customer stated that the nurse noticed blood in the saline bag and catheter. The thermogard xp ivtm system did not generate any alarm. No further information was provided. No harm to the patient.

Event description:
On (B)(6) 2022, an ivtm therapy (fever mode) was initiated for a neuro patient decreased level of consciousness and acute respiratory distress. An icy catheter (lot #174258) was placed into the patient's right femoral vein by an experienced physician without difficulty. On (B)(6) 2022, the customer called clinical tech support during the fever maintenance to notify a possible catheter leak during the therapy. The customer stated that the nurse noticed blood in the start-up kit (suk) tubing, indicating a potential catheter leak. The thermogard xp ivtm system did not generate any alarm, and no saline leak was noted on thermogard system, patient bed, and floor. The dwell time of the catheter was four days. Since the target temperature was achieved, further ivtm therapy was not necessary. Therefore, the therapy was stopped, and the catheter was removed. No harm to the patient. The customer initially mentioned the name of the catheter as solex 7; however, an icy catheter was returned for investigation.

Manufacturer narrative:
Correction in b5 (describe event or problem), and d1, d4 (suspect medical device - brand name, model #, catalog #, lot #, and unique identifier (UDI) #). The reported complaint of "a potential icy catheter (lot #174258) leak" was confirmed during the functional testing of the returned catheter. During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues in the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the medial luer tubing, due to blood clogging. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the distal end of the medial balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot #174258. Ccr was reported on november 07, 2022. A bonding leak was observed at the catheter balloon.